Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer passed away in a hospital. The caller stated that the official cause of death was never provided. The caller stated that they found the customer in the hallway to the bathroom. The customer was unresponsive. The paramedics were called, they worked on him, transported him to the hospital, where he passed. The caller stated that the customer had high blood pressure. The customer's blood glucose, at the time of death was 53 mg/dl to 56 mg/dl. The customer's last blood glucose value, according to the insulin pump, was 106 mg/dl on (B)(6) 2015 at 11:53 pm. The customer was not wearing the insulin pump when he was found by the spouse. The caller stated that she heard noise in the hallway around 6:30 am and noticed that the customer was woken up and removed the insulin pump. The customer was not using sensors. The caller agreed to return the insulin pump for analysis. The device has been without a battery.